Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during basal. The customer's blood glucose was reported as being elevated. The customer reverted to using levemir and novolog to manage diabetes and once new supplies are received, use of the pump will be resumed.